Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact admiral paclitaxel eluting balloon catheters were used to treat a lesion in the right mid sfa to popliteal3. On the same day as the index procedure, the patient suffered thrombosis of the right lower limb (sfa and pa). Approx 49 months post index procedure, the target lesion was treated with pta, stents, and thrombectomy. The event was resolved. Investigator assessed that event is not related to the study device, procedure or paclitaxel.